Event description:
Per the (B)(4) study adjudication minutes received, this (B)(6) female enrolled in the (B)(4) registry experienced transient hypotension during the procedure. Per the post angiography, arterial spasm distal to the stent was noted. Baseline nih and rankin scores were 0. The patient was asymptomatic at the time of the procedure. Carotid artery stenting was performed on an 80% occluded lesion at the bifurcation of the common carotid artery of 18mm in length in a 5.0mm vessel diameter. The arch type was iii. A 5mm medium support angioguard embolic protection device was successfully deployed past the lesion, the lesion was pre-dilated and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. During the procedure, the patient experienced hypotension and was treated with IV neosynephrine with restoration of blood pressure to approximately 110 systolic. Follow-up angiography reported good angiographic results and patent aca and mca; however, arterial spasm distal to the stent was noted. The angioguard was successfully removed and there was no debris found in the basket. The spasm resolved. The residual diameter stenosis measured 20%. The patient was discharged on the following day. Nih and rankin scores were back to baseline, 0, respectively. At the 30 day follow-up, the patient¿s nih stroke scale score was 1 and the rankin was 0. Per the adjudication committee, the events were related to the procedure and to the cordis device.

Manufacturer narrative:
Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2013-00104. Complaint conclusion: per the (B)(4) study adjudication minutes received, this (B)(6) female enrolled in the (B)(4) registry experienced transient hypotension during the procedure. Per the post angiography, arterial spasm distal to the stent was noted. Baseline nih and rankin scores were 0. The patient was asymptomatic at the time of the procedure. Carotid artery stenting was performed on an 80% occluded lesion at the bifurcation of the common carotid artery of 18mm in length in a 5.0mm vessel diameter. The arch type was iii. A 5mm medium support angioguard embolic protection device was successfully deployed past the lesion, the lesion was pre-dilated and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. During the procedure, the patient experienced hypotension and was treated with IV neosynephrine with restoration of blood pressure to approximately 110 systolic. Follow-up angiography reported good angiographic results and patent aca and mca; however, arterial spasm distal to the stent was noted. The angioguard was successfully removed and there was no debris found in the basket. The spasm resolved. The residual diameter stenosis measured 20%. The patient was discharged on the following day. Nih and rankin scores were back to baseline, 0, respectively. At the 30 day follow-up, the patient¿s nih stroke scale score was 1 and the rankin was 0. Per the adjudication committee, the events were related to the procedure and to the cordis device. (B)(4). The device was not returned for analysis. A review of the manufacturing documentation associated with precise lot number presented no issues during the manufacturing process that can be related to the reported complaint. Hypotension and bradycardia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter¿s basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to tia symptoms such as reflex change. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.